Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed to resolve the issue with noise on both the atrial and ventricular channels. The connections were checked for both the rv and ra leads, and the terminal pins were fully inserted into the device header with the setscrews fully engaged. It was then noted on fluoroscopy that the rv lead had enough slack that a large loop had been created. The physician removed the slack from the rv lead and no further noise was observed on either channel. The physician believes that the loop in the rv lead was causing lead-on-lead contact with the ra lead, leading to the observed noise. All lead measurements were stable and in range. No additional adverse patient effects were reported. The device and leads remain implanted and in service.

Manufacturer narrative:
No additional information is available at this time. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that this pacemaker had recorded many episodes due to noise that was being oversensed on both the right atrial (ra) and right ventricular (rv) leads. The oversensing was causing pacing inhibition and the patient is pacemaker dependent. There was one episode that resulted in more than two seconds of asystole. The patient has not been symptomatic. All lead measurements have been stable and the pacing thresholds on the ventricular lead were at 1 volt. Boston scientific technical services (ts) was contacted and a ts consultant discussed additional troubleshooting that could be performed to determine the source of the noise and test the system integrity. No adverse patient effects were reported.